Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: when the filter on the deployment system was in the body, the physician attempted to deploy; however, it would not release. They removed the device and used another device of the same g# and completed the case successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). (B)(4). Cook celect-pt device location unknown after being returned to manufacturer william cook europe summary of investigational findings: rep returned two products related to two complaints on the same day; zilver device and celect-pt device. Unfortunately, the celect-pt device could not be located and without the actual complaint device, it would be inappropriate to speculate at what may or may not have caused the difficulties in releasing the filter. However, reference is made to the IFU, warning that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. It is noted that the difficulties encountered caused no adverse effects to the patient. Cook will reopen its investigation in case further information is received or product shows up. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.